Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: the dim and discolored display screen allegation could not be investigated because an additional failure prevented adequate investigation. The display screen was completely blank at startup, but the pump still had audible tones. The display screen was found to be cracked when the pump was opened for investigation. The broken screen was removed and replaced with a test screen. The test screen functioned normally with no issues found.